Event description:
Customer was hospitalized with dka. Customer's family member stated that prior to hospitalization she looked at the pump and it was completely off. Unable to perform troubleshooting, sent a tubing clamp and advised to call back to perform the testing.